Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas device failed to power on and became stuck on the loading screen after a restart, consistent with a device startup malfunction and an unresponsive user interface, and the device was subsequently replaced. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included the user¿s continued cgm use on a separate platform and a replacement device shipped while the original unit remained outstanding. Investigation included remote troubleshooting with power cycling and charging guidance and collection of user-submitted information and media, along with logistics follow-up for device return. Investigation of this case revealed an unresolved device performance issue characterized by failure to boot and unresponsive screen behavior; the return device was not available for physical evaluation to confirm a hardware or software fault or component-level failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the device not being available for analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.